Event description:
Boston scientific received information that during the procedure it was not possible to insert this lead due to angiospasm. While the physician had to wait the sheath was also not able to be inserted. The procedure was stopped due to a suspected pneumothorax. Approximately a week later the procedure was performed again. A new lead was successfully inserted, however the lead was inserted with a suture that was fixing a micro sheath, and resulted in damage on the tined section of the lead. Another new lead was unpacked and implanted. The leads will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.